Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the power dropping out when connected to the charger and download tool. A receiver boot test was performed and passed. Functional tests were not performed due to the power dropping out when connected to the charger and download tool. An internal visual inspection was performed and failed due to u15 was damaged and burnt. Pictures were taken. The receiver log was not downloaded and reviewed due to the power dropping out when connected to the charger and download tool. The allegation was confirmed. The probable cause was determined to be a defective usb wake up. No injury or medical intervention was reported.